Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was bleeding at an impella insertion site with elevated partial thromboplastin time (ptt) (>200), managed with manual pressure and femstop until ptt normalized, and no further bleeding afterward. Additional information reported that the impella placement done using pig/j-wire following best practices. No distal flow observed after stent placement and decision made to peel away the 14f sheath. Distal perfusion catheters (dpcs) placed per hospital protocol. There was no patient complication.